Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes d.9. Returned to manufacturer on: 23-mar-2026 h.3. Device eval by manufacturer? Yes investigation summary: bd received 6 samples for investigation. The 6 samples were subjected to a visual functional test for defective locking mechanism and hub/collar separation. All samples passed testing, with no signs of damage to the device or breakage during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off one (1) device. No adverse impact was reported regarding the patient or user.